Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. The customer's blood glucose level was reported to be 240mg/dl. It was reported that the pump alarmed for compromised force sensor system alarm. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, and a broken reservoir tube lip. The pump was unable to prime during the prime test due a loose/protruded drive support disk. No compromised force sensor system alarm was noted. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, or no delivery alarm tests due to the prime anomaly.